Event description:
It was reported that during a generator change procedure, it was noted that this right ventricular (rv) lead exhibited occasional noise oversensing that was leading the patient to experience palpitations and dizziness. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.